Event description:
It was reported that the patient right ventricular (rv) lead exhibited drop in pacing impedance and r wave amplitude variation. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.